Event description:
The user reported that after aspiration of a clot from the distal saphenous vein graft (svg) to obtuse marginal artery (om) the catheter could not be withdrawn. The catheter and guide wire were stuck together. The physician was required to remove the guide wire and catheter. The physician inserted a new guide wire and a balloon catheter, and completed the procedure without complication. No harm or injury to the pt was reported.

Manufacturer narrative:
Device eval: one used suspect device was returned for eval. The user did not specify if this was the initial use of the device. The eval is in process. A f/u report will be submitted when the eval has been completed.